Manufacturer narrative:
Device history record (DHR) - lot 5958128 (sn (B)(6)) met specifications when released. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. The icp express reading 512. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor (ID 826631) "did not respond" during procedure. The procedure was completed with a replacement product available. No patient injury/consequences reported and no information of surgical delay was available. The product was used for an external decompression case.